Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147810 with abbott diagnostics scarborough's limit of detection (lod) positive quality control x3devices and negative (blank) swabs x3devices. All tests were run in triplicate, were valid, and performed as expected. No conflicting results were observed, and the customers complaint was not replicated. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 147810 and device part number 195-430h / lot 141795a. Quality control release testing met specifications and there were no conflicting results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert statements. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updates to the following fields: d2,d3,g1 and g4.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test. Per the consumer, the patient performed a test on (B)(6) 2021 and that generated negative results. Repeat testing was performed on (B)(6) 2021 and that generated positive results. Per the consumer, the patient is symptomatic. No additional information, including patient treatment and outcome was provided.